Manufacturer narrative:
D9): correction: in the initial MDR, it was reported that the device was available for evaluation. However, the device was not returned until 28 dec 2021. D9): additional information: the device was returned to the manufacturer on 28 dec 2021. G3): the device was evaluated 06 jan 2022. H3): device evaluation: the device was returned to the manufacturer and evaluated by a cross functional team. A kink was present on the device''s working length, 5 inches from the device''s distal tip. There was a confirmed breach in the outer jacket and broken fibers in this area. Historically, the manufacturer has seen this failure when excessive forces are applied to the device. The device becomes kinked and the broken fibers at the area of the kink produce laser energy, which creates a breach in the outer jacket. This is determined to be a use related failure.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A right atrial (ra) lead was present in the patient as well but was not targeted for extraction. This was a right sided procedure. While the physician was making the turn in the vasculature using a spectranetics 16f glidelight laser sheath, the glidelight cracked. When the device was removed from the body, a break in the device's outer jacket and broken fibers were observed approximately five inches from the device's distal tip. A new glidelight device was opened to successfully finish the procedure. There was no reported patient harm. This event is being reported due to unintended radiation exposure from the glidelight device, potential for harm.

Manufacturer narrative:
Patient's weight unk. Relevant tests/laboratory data unk. The device was not returned, thus no investigation could be completed.